Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the emergency room on (B)(6) 2015 with high blood glucose of 559 mg/dl. Customer stated it was found he had some type of infection. The customer treated with manual injection and was given medicine for nausea and advised to follow up with doctor. Customer was advised to set up a fill cannula into the air and observe insulin come out of the tubing. The customer also complied about not being able to get his blood glucose level under 200 mg/dl the day of the call. The customer had treated with 8 insulin units and did not see any change and was not feeling well. Current blood glucose was 185 mg/dl. Customer stated the cannula was not bent when he removed the site. Customer declined troubleshooting for high blood glucose and stated he would change the complete set.